Manufacturer narrative:
The condition of failure code 500:320:844 was confirmed through the event history but could not be duplicated. An assignable cause could not be determined. No action is required. Should additional information become available a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During review of the event history it was determined that a failure code 500:320:844 occurred during delivery causing an interruption of delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.03.00 categorized as unremediated.